Event description:
Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference is 423834-01. A customer in (B)(6) notified biomérieux of obtaining two false negative results while testing a patient sample using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008093240). The customer stated the patient¿s spouse was positive for sars-cov-2; pcr was not performed during testing of sars-cov-2 positive spouse. The patient was tested twice using the vidas® sars-cov-2 igg lot1008093240 negative results of 0.62 and 0.55 were obtained. The patient samples were also tested using the roche elecsys total ac in duplicate and with the un science igg anti-sars cov-2 rapid test. The roche elecsys total ac obtained positive results if 10.3 and 2.7 the un science igg anti-sars cov-2 rapid test also obtained a positive result. It is currently unknown what results were reported to the treating physician, biomérieux has requested the customer provide this information. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding obtaining two false negative results while testing a patient sample using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008093240). The patient¿s sample was not received from the customer. The biomérieux complaints lab performed several tests on internal samples and on external quality control samples using the retain of the customer¿s lot (1008093240), and testing using a reference lot (1008090900). All results were within specifications and compliant to expectations. The lab did not reproduce the issue observed by the customer, namely a vidas® sars cov-2 igg negative result when testing internal positive samples on the batch 1008093240 / 210510-0. Without any concerned customer samples available, biomérieux cannot pursue further the investigation. The package insert of vidas® sars cov-2 igg ref. 423834 at the section limitations of the method states the following: results obtained using samples from sars-cov-2 infected patients must be interpreted with caution. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably. According to the investigation, there is no reconsideration of vidas® sars cov-2 lot 1008093240 / 210510-0 performance.